Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, full lead was returned. Blood/body fluid was also noted on all conductors (not obstructed.)

Event description:
It was reported that the lead was not implanted due to patient anatomy. A new lead was implanted. No patient complications were reported as a result of this event.